Event description:
It was reported that after an interventional carotid procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, as the knot was being advanced to the vessel, the suture ripped out part of the artery. Manual arterial compression was applied and the vessel was surgically repaired and sutured to achieve hemostasis. During surgery it was found that the patient had a pre-existing infection in the right common femoral artery, which the physician believed made the vessel friable causing the reported experience. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that during surgery it was found that the patient had a pre-existing infected right common femoral artery, which the physician believed made the vessel friable causing the reported experience. The instructions for use states in the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with active systemic or cutaneous infection or inflammation.